Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced over twenty alarms for very short time. Additionally, the patient noticed a power change between batteries when the gauge showed more than one bar. As a result, the patient was advised to exchange the controller. However, when performing this action the patient experienced a controller fault alarm which prevented the controller exchange. The facility replaced both controllers and four (4) batteries and returned all devices except for one (1) controller. No patient harm or injury was reported as a result of the reported event. Review of the manufacturing records for (B)(4) did not reveal any relevant non-conformances or deviations that may have attributed to the reported event. Additionally, review of the controller log files for (B)(4) revealed two (2) vad disconnected alarms pm (B)(6) 2014, which may be indicative of the two controller exchange attempts. Evaluation of the returned controller, (B)(4), revealed the controller passed visual inspection but failed functional testing as a result of the pmc (pump motor control) not functioning properly. The root cause for the reported "controller fault alarm" was found to be a faulty internal component. Additionally, although failure analysis was not performed on the returned batteries. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is six of six reports (3007042319-2016-00207, 2016-00208, 2016-00209, 2016-00210, 2016-00211 and 3007042319-2014-00205) submitted for devices related to the same event.

Event description:
Approximately fourteen months post heartware lvad implantation, the site reported that the patient experienced transient alarms (>20 times). The alarms self corrected after a few seconds and were too short for her to note down which message. The patient also noticed a power change from battery port 1 to port 2 when the battery gauge showed more than one bar. The patient's caregiver attempted to proceed with a controller exchange, but a "controller fault" alarmed occurred with the back-up controller. The same error occurred during a second attempt few minutes later. The patient's caregiver reconnected the patient back to her primary controller. The sited indicated that all products would be replaced. Preliminary log file analysis of the primary controller indicates vad stop alarms that coincide with the reported attempts to exchange the primary controller for the back-up. There is a controller power up/motor start indicative of a loss of power to the controller (pump stop) six days prior. The patient was reported to be symptomatic during the attempted exchange (giddiness). Investigation is ongoing.